Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. The physician wanted to rv subthreshold and left ventricular (lv) only pace. Technical services (ts) stated that it can be done, however this device was still rv based timing and if there was any lead noise then the device would inhibit in the lv pacing. The physician did not want voo because the patient still had some intrinsic conduction. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.